Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Instrument b: batch # g5ze0d, exp date: 05/01/2015; MFR date: 06/01/2010; (B)(4)(incomplete/interrupted firing stroke). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The device opened and closed without any difficulties noted. The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a bso procedure, the device locked on tissue and would not fire. The device was opened by using the manual release button. A new device was used to complete the procedure. There was no patient impact. (B)(6).